Event description:
It was reported that the patient experienced cuff urethra erosion with an artificial urinary sphincter (aus). The aus cuff and pump was explanted and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.